Event description:
A malfunction alarm 20 was reported on a pump during its operation. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty, and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label. The customer used multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and acknowledged the instructions provided.